Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 112 mg/dl, 60 mg/dl and something ate tablets and glucagon. Customer was like to continue troubleshooting. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer stated it had blood in the sensor. Customer declined troubleshooting for blood site and low blood glucose. The device will not be returned for analysis.